Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Report is for an adverse event with no product problem, device code . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery due to nonunion, infection and broken hardware. One (1) broken variable angle locking compression plate medial distal tibia plate 6 holes, one (1) variable angle locking compression plate distal fibula plate 5 holes, three (3) 3.5mm unknown cortex screws, fourteen (14) unknown variable angle locking screws, seven (7) 2.7mm unknown cortex screws were removed, and application ring fixator was performed. Original implant was on (B)(6) 2018. The patient was walking on broken ankle less than a month after primary surgery and felt something break. There was no surgical delay. Procedure was successfully completed. Patient outcome is good. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for seven (7) unknown screws: cortex: unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of pilon/ankle fracture at an outside facility. Original implant was on (B)(6) 2018. The unknown device was broken and fracture displaced due to nonunion. A removal of hardware/possible ring fixator was planned. Surgical delay is unknown. Procedure and patient outcome is unknown. This complaint involves one (1) device. This report is for seven (7) unk - screws: cortex. This report is 3 of 3 for (B)(4).